Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced cyst ("I had a cyst so had 2 very close together"). The patient was treated with surgery. At the time of the report, the endometrial ablation and cyst outcome was unknown. The reporter considered cyst and endometrial ablation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: quality safety evaluation of ptc.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I am scheduled for a hysterectmy') and endometrial ablation ('endomentrial ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criterion medically significant) and experienced cyst ("I had a cyst so had 2 very close together") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (to scheduled of hysterectomy). At the time of the report, the medical device removal, endometrial ablation, cyst and ovarian cyst outcome was unknown. The reporter considered cyst, endometrial ablation, medical device removal and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: social media received. New events medical device removal, ovarian cyst was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.